Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic after receiving patient notification showing 45 episodes of non-sustained rv oversensing showing crosstalk. The device real-time egms also showed far-p oversensing. Programming changes were made.